Manufacturer narrative:
Ees#975706-j. D5; h4: info not available. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)conforming; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported "trocar would not pass through the abdominal wall" during surgery occurred. Three instruments were received in unopened sterilized containers. The devices were inspected, found to be functional, tested and found to arm, the trocar shields were found to retract and lockout constently, the instruments were tested using a porvair simulation of skin and found to cut properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
The devices were used during an unk procedure. It was reported by the affiliate that the trocar would not pass through the abdominal wall. There was no pt consequence.